Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia [hyperglycaemia]. The drug solution did not flowout and could not be injected correctly [device failure]. Case description: this serious spontaneous case from (B)(6) was reported by a nurse as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "the drug solution did not flowout and could not be injected correctly(device failure)" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", tresiba chu penfill (insulin degludec) (dose, frequency & route used-unk, subcutaneous) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height , weight and bmi were not reported. Current condition: type 1 diabetes mellitus(duration not reported). Concomitant products included - lyumjev [insulin lispro](insulin lispro) . On an unknown date, although the patient tried to inject tresiba with novopen 4 ,the drug solution did not flow out and could not be injected correctly. Consequently, she was emergently transported to the hospital with hyperglycemia and hospitalized. On admission, the drug solution sometimes flowed out and sometimes not, and thus the nurse in the inpatient facility told her that the injector needed to be checked with her primary physician. The status of the injector used by her before admission was unknown. After admission, a new needle was attached to the corresponding injector brought by the reporting nurse, and it was confirmed that the drug solution was flowed out. Subsequently, hyperglycemia recovered. Batch numbers: novopen 4: not reported. Tresiba chu penfill: asku . Action taken to novopen 4 was not reported. Action taken to tresiba chu penfill was reported as no change. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "the drug solution did not flowout and could not be injected correctly(device failure)" was not reported. On (B)(6) 2022, the case was re-classified as valid due to addition of patient identifiers. References included: reference type: e2b company number; reference ID#: (B)(4).

Event description:
Case description: patient's height , weight and body mass index (bmi) were not reported. Investigational result: name: novopen 4, batch number: unknown visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination of the product, no irregularities related to the complaint were detected. Name: tresiba chu penfill (u100), batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, case was updated with the following: inv result updated. Imdrf coding updated. Narrative was updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 12-apr-2022: the suspected device (novopen 4) has been returned to novo nordisk for evaluation. Upon investigation, device was found to work as specified. No device problem found. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 4 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of hyperglycaemia. H3 continued: evaluation summary: name: novopen 4, batch number: fvg9020. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination of the product, no irregularities related to the complaint were detected.